Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The part conformed to the supplier¿s certificate of conformance, dated june 18, 2008, and was inspected and conformed to the synthes final inspection sheet. There were no mrrs, non-conformances or complaint related issues associated with the subject device lot. The parts were released to the warehouse on june 26, 2008. A manufacturing evaluation was performed for the returned ria driveshaft, part number 314.743 (subject device). The unknown 14.5mm reamer and reaming rod associated with the complaint event were not returned for evaluation. The subject device was received with the hexagon tip broken off. The fragments were not sent back for evaluation. The measureable dimensions of the returned portion of the drive shaft were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol. The fracture face is homogenous, which indicates material conformity. In conclusion, no product fault could be detected. Based on the provided information the exact cause of this breakage could not be determined. There are different stress marks visible, especially at the shaft. Mechanical overload during use may have caused this breakage. Also there are clear signs of wear at the forefront and at the coupling piece of the drive shaft, which indicates often and intense use. Therefore, wear and tear over the years (manufactured in 2008) could also have played a certain role. Corrected data: initial report mistakenly did not indicate that the device had not been returned for evaluation. This field should have been checked. Manufacturer was identified upon receipt of subject device and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a planned revision surgery to treat a non-union involving the exchange nailing of a lateral femoral nail (lfn) to blade plate with reamer/irrigator/aspirator (ria) used to collect a graft, the lfn was removed successfully but it was reported that the ria was difficult to assemble. A problem was encountered with getting the inner reaming mechanism to couple with the outer disposable aspect. Eventually the system was coupled and the reamer head was checked to see it rotated freely and that water flowed from the end. On the first pass the 14.5 reamer head came off. The coupling prongs had snapped and as a result the inner sleeve could not disengage from the outer disposable tube. A shorter, 340 reaming rod was then used in conjunction with a 13.5 reamer head. A 14.5 reaming head was then requested although it was indicated that the system was only designed for a single pass. Two additional passes were performed with the 14.5 reamer head. Having planned to replace the lfn with a blade plate, some anesthetic problems required that a change to a nail. The largest diameter nail was requested. Since only a 12mm diameter lfn was available, a 14mm proximal femoral nail ¿ antirotation (pfna) was available and was inserted. After the operation it was noted that the inner reaming rod (314.743) had lost a section of its distal tip. This could have happened prior to the operation. The surgery was prolonged about 20 minutes. The patient was in critical condition after the procedure and is in intensive care unit as a result of surgical complications caused by numerous factors. This complaint addresses the reamer, reaming rod and ria drive shaft. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.